Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was removed electively to allow an superior vena cava (svc) stent implant. The lead was returned to the manufacturer and, subsequently, tested out of specification during the manufacturer¿s analysis. No patient complications have been reported as a result of this event.